Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the implant procedure, it was observed that the guard was off-center and was ineffective for pushing the implant into the cartridge. Additional information has been requested.